Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's charger and programmer seems to be in good working order, but the patient does not think their ins is working. No further complications were reported. No patient symptoms were reported.